Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement, there was allegedly a crack on the hub of the introducer needle and blood return could not be confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one introducer needle with sealed cap attached to a 10ml syringe were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for reported needle crack as multiple cracks were observed on the all surfaces of the introducer needle hub and leaks from multiple cracks were observed on the needle hub. However, the investigation is inconclusive for suction issue as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty in infusing or aspirating the needle under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H3 other text : see h10.

Event description:
It was reported that during port placement, there was allegedly a crack on the hub of the introducer needle and blood return could not be confirmed. There was no reported patient injury.